Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) episode due to oversensing of surgery noise. This resulted in the minute ventilation (mv) feature being automatically disabled. All impedance measurements were within normal range. Additionally, there was left ventricular assist device (lvad) noise in the shock channel that do not affect current device settings, because there is no therapy programmed in the ventricular tachycardia zone. This device remains in service. No additional adverse patient effects were reported.